Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device hose had an air leak. It was reported that there was no delay to a planned surgical procedure due to the event as an unspecified spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found there was a hole by the muffler (location 1) which produced an air leak. The assignable root cause was determined to be component damage caused by the manufacturing fixture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.